Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was unable to power on. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon servicing investigation, the battery board was defective, which prevented the charger/modem not to charge batteries. Flash micro-controller u13 and current controller q1 on the battery board were defective. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective q1 and u13 components. The last patient to use this battery charger did not report any deficiencies.